Manufacturer narrative:
E1: reporting institution name: (B)(6) medical university. Reporter phone number:(B)(6). A philips authorized service provider (asp) reported the device was repaired by the customer. No additional details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00144. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume is one no matter how the device is set. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The investigation is ongoing.